Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). Additional information has been provided in d9 and h6.

Event description:
The complainant reported that during impella 5.5 support, placement signal monitoring became unavailable. The placement signal waveform was noted to progressively degrade, becoming flat and subsequently no longer visible. A ¿placement signal not reliable¿ alarm was reported to persist. Despite the loss of placement signal, the device continued to operate, with motor current waveform and flow parameters remaining visible on the automated impella controller (aic). The device was subsequently weaned and explanted. The explant was not considered premature and was unrelated to the reported event. The patient¿s outcome at the time of explant was survived. At the time of the event, no signs or symptoms of patient injury or patient harm were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.